Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device fell apart. The device cut the intestines and the staples all came apart. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, fully loaded and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was received fully loaded with staples and with breakaway washer uncut. As instrument appears to have not been fired, it appears possible that wrong instrument may have been returned. Returned instrument was fired and it fired and formed all staples as designed with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.